Event description:
On (B)(6) 2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient with a suturetak implant experienced re-dislocation due to trauma, which led to a failure of fixation. The patient underwent revision surgery. A bankart repair procedure was performed to repair glenohumeral instability. The surgeon did not disclose the dates for either surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.